Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Upon review, it was noted that this device was in safety mode. The patient was hospitalized, and a temporary pacing wire was placed. A device changeout procedure was scheduled. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Upon review, it was noted that this device was in safety mode. The patient was hospitalized, and a temporary pacing wire was placed. A device changeout procedure was scheduled. Further information was received that this device was left implanted in the patient at their request and a non boston scientific device was implanted. No additional adverse patient effects were reported.